Event description:
A peritoneal dialysis patient reported a m59 pressure leak alarm. The patient believed that the alarm caused her to get an infection. The patient's peritoneal dialysis nurse stated that the patient had an infection in her exit site. She added that the infection had nothing to do with the peritoneal dialysis. The lab cultures of her exit site came back negative for peritonitis. The nurse stated the patient noticed a leak by the cassette door prior to treatment. The patient continued to connect to the machine and finish treatment. The sample was discarded. The cycler was replaced. The patient's effluent was clear. There were no prophylactic antibiotics used.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labelling, material, and process controls were within specification.